Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunctions were not replicated or confirmed. The device was put through extensive testing without duplicating the malfunctions. The device was recertified and returned to the customer. Review of the device logs did show a "defib pad short" message. However, without evaluation of the electrode pads and multifunction cable from the event, a malfunction cannot be confirmed. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pad short" message and was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report 1220908-2019-01199 for a similar event reported from the same customer.